Event description:
The customer reported that on one ls1520 device, the jaws locked making it impossible to continue to use the device. There was no tissue damage or bleeding reported. It is unknown if the device was on tissue when it locked. Multiple attempts were made to gain additional information from the site without any response. No patient injury reported. Another device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The handle latch would frequently stick or jam when opening and closing the jaws. Inspection noted that the ski pins were uv glued in place and the lot number indicates this device has been reworked as a corrective action in 2012 for loose ski pins causing the latch to jam. The ski pins were inserted properly and it cannot be determined if the ski pins were initially inserted to the correct depth. This temporary process is no longer used and effective corrective action was taken to eliminate this issue. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.